Event description:
It was reported that two cases of journey ii bcs suffered from intraoperative distal femur fractures. No procedure, delay, injury or back up reported.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, no clinically relevant documentation was provided, therefore, a thorough medical investigation could not be performed. No further medical assessment is warranted at this time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.